Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2024 and suture was used. During a caesarean section, the patient who was taken the operation at (B)(6)2024 came to hospital, and the patient felt that the plastic-like substance coming out from the vagina. So, the doctor pulled out, it was like a suture. The product was used on myometrium. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/6/2024. H6 component code: g07002 - no device problem found. . H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: please provide lot number: unk. Any adverse patient consequences noted? If yes, what medical/surgical intervention was provided to manage them? Extrusion of the suture and it was removed. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.? The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq): it is certain that sxpp1b407 was used in the 1st operation at (B)(6) 2024. It was not report any procedures other than that stitches removed from the doctor. H3 investigational summary: the product was returned to ethicon for evaluation. Three suture pieces that pertain to product code sxpp1b407 were received for analysis. Additionally, a photo was provided, and with the same condition as the received sample. During the visual assessment of the suture pieces, body fluids were noted, and the extremes were observed to be broken. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.